Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the video system center had error code e110. The issue occurred during maintenance. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the results of the device evaluation and the legal manufacturer's final investigation. Additional information added to the following fields: d9, h3, h4, h6. The device was returned to olympus for evaluation and the customer reported issue of an e110 error was confirmed. It was also discovered during the inspection that the power would not turn on intermittently. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over eight years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely the e110 occurred due to a failure of the optical filter. Additionally, the power intermittently would not turn on due defective power supply unit. Olympus will continue to monitor field performance for this device.